Event description:
The catheter broke while indwelling.

Manufacturer narrative:
Conclusions - a root cause analysis could not be performed as the sample was not returned for evaluation. We were unable to review the device history as a lot number was not provided. Attempts to retrieve additional information regarding the incident went unanswered. If the sample becomes available and returned, a supplemental report will be submitted.